Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash on the abdomen on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. On (B)(6) 2015 patient's father consulted a doctor who recommended the patient stop using IV 3000. At the time of contact, patient was no longer using the IV 3000 and had no current issues. No additional event or patient information was provided.